Manufacturer narrative:
Findings: unit received with cracked and bleeding glass on lcd board. Unit received with cracked case at display window corners and lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 110 mg/dl. The customer stated that there are cracks on lcd. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.